Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a percutaneous coronary intervention, the balloon ruptured. During preparation outside of the patient the physician inflated the 3.0x20mm maverick 2 monorail balloon and the balloon ruptured. The produced was completed with another of the same device. No patient complications were reported and the patient status was listed as stable.